Manufacturer narrative:
B5 should indicate there were no patient consequences.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was not used and a new ICD was implanted. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was not used and a new ICD was implanted. The patient condition was unknown.